Event description:
It was reported that during the middle cerebral artery (mca) occlusion procedure, physician used a balloon to dilate and the subject stent was used for implantation. Physician pushed the subject stent out of the microcatheter, but the tip of the subject stent was not coming out. On checking, it was found that the subject stent deployed prematurely at the proximal shaft of the microcatheter. The physician felt fine with the balloon dilation so finished the procedure directly without deploying another stent. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be deployed and not returned. The sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath was found to be intact. Functional inspection was not applicable. Confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was also reported that the patients anatomy was described as been moderately torturous. The device was returned for analysis, the sdw was found to be kinked/bent. The stent introducer sheath was found to be intact. The stent was not returned as it was deployed. It is probable tortuous nature of the patients anatomy was a contributing factor to the reported resistance felt while trying to advance the stent and and the subsequent premature deployment. The as reported and as analyzed "stent deployed prematurely during use" as well as the as analyzed "sdw kinked bent" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the middle cerebral artery (mca) occlusion procedure, physician used a balloon to dilate and the subject stent was used for implantation. Physician pushed the subject stent out of the microcatheter, but the tip of the subject stent was not coming out. On checking, it was found that the subject stent deployed prematurely at the proximal shaft of the microcatheter. The physician felt fine with the balloon dilation so finished the procedure directly without deploying another stent. No clinical consequences were reported to the patient due to this event.